Event description:
(B)(4) case ID: (B)(6). Initial report: this non-serious spontaneous case from (B)(6) was reported by a physician via a sales representative, and forwarded by our local affiliate (B)(6). This case involves a (B)(6) female patient who was injected with two vials of poly-l-lactic acid therapy on (B)(6) 2008. Relevant medical history and concomitant medication information were not mentioned. Six weeks after poly-l-lactic acid therapy, the patient was seen by her physician for visible nodules. The nodules were 1/2 cm in diameter and visible. The diagnosis of granuloma was made. The physician injected each nodule with steroids (B)(4). On (B)(6) 2008, the patient was re-evaluated. The nodules were all smaller in size, but still visible. The patient was injected again with steroids and was booked for follow-up. Photos of affected areas (6 granulomas the size of a pea) were received and are on file with source document. Reporter's causality assessment: not provided.

Manufacturer narrative:
Addendum for follow-up information received on (B)(6) 2009: a ptc (pharmaceutical technical complaint) was initiated: global ptc number (B)(4). It revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(6). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.